Event description:
Account reports approximately 50% of all of their sets will separate at the injection port with the use of atropine prefilled syringe. This was noted while use on a patient which then caused a blood exposure to the staff. Account then tried a study to check on how often this will occur. No patient or staff injury noted. Account noted the sleeve will not separate if the shrink wrap was over the top of the port. Those that the shirink band was futher down the inj port would separate or balloon out.